Event description:
It was reported that "the material [tears]". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the customer has reported that the sample is not available for investigation; however, the customer did provide photos. The photos were reviewed and it was confirmed that the tubing was torn. A device history record review was performed and no relevant findings were identified. The manufacturing site reports: based on the observation, this complaint is confirmed. The defect part was supplied by our supplier. In manufacturing, a non-conformance (nc) has been raised to address this issue and root causes with corrective actions will be implemented through this nc process.

Event description:
It was reported that "the material [tears]". No patient involvement reported.